Manufacturer narrative:
Concomitant products: product ID: 355031, lot# n264394, implanted: (B)(6) 2010, product type: screening device. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 260850003, implanted: (B)(6) 2010, product type: accessory. Product ID: 3888-45, lot# v410589, implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v410589, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported by the consumer and the health care professional (hcp) that the patient's device was non-functional. The event date was unknown by the hcp and there were no symptoms reported. There was no troubleshooting, interventions, or outcome reported. Additional information is being conducted to obtain this information and the event will be updated if additional information is received. The patient is indicated for chronic low back pain.